Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm and a loss of communication between the transmitter and the pump with lost sensor alert. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a , mmt-397a, mmt-7040a and mmt-7841zn. Troubleshooting was performed and customer reported insulin flow block issue was resolved. Confirmed transmitter serial number is programmed in manage devices screen. Customer was calling back after being asked to fully charge the the transmitter. Customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smart guard checklist screen. Explained what was missing to enter into auto mode/smart guard and how to resolve. No product mmt-1884l returned for analysis. No product mmt-332a returned for analysis. No product mmt-397a returned for analysis. No product mmt-7040a returned for analysis. No product mmt-7841zn returned for analysis